Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice (hc) during use, during day dwell. The home patient (hp) had no idea how the bag came unhooked. The hp wanted to remove the old setup. The baxter technical service representative (tsr) assisted the hp to end treatment. The call completed and therapy ended. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was not sure what happened exactly. He said that both the bag and cassette clamped into each other fine and then during his therapy the yellow bag came out of the connection to the cassette. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.